Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a drainage treatment procedure, there was resistance between this 75cm amplatz ss guide wire and an unspecified drainage catheter. The wire and catheter were removed from the patient together. The procedure was completed with another amplatz wire. There were no patient complications reported and the patient was listed as stable. However, returned device analysis revealed that the guide wire tip was fractured.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The guide wire was returned stuck inside a catheter. A visual inspection of the wire found a fracture 67.7cm from the proximal end. The distal coil was also elongated. The fracture surface showed elongated dimples ruptures indicating a torsion overload event. No material anomalies were found. All outer diameter measurements taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).